Manufacturer narrative:
Additional information received on 26jul2021 update on the following: block b5:describe event or problem, h6:impact code. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. It was reported that there was a rectal wall infiltration. The physician reviewed the images and it was not entirely clear, it was more likely than not that there was rectal wall infiltration near the midgland based on the axial and sagittal images. On (B)(6) 2021, additional information received stating fiducials were administered transperineally and patient external beam radiation therapy was delayed. The procedure was performed under local anesthetic. There were no patient complications reported as a result of this event. The patient current condition was reported to have fully recovered.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. After review of imaging, there was a rectal wall infiltration seen near the midgland based on the axial and sagittal images. There were no patient complications reported as a result of this event. .